Event description:
Reporter alleged that the rh head siderail will not latch. Customer stated that it just drops when it is raised up. No injuries reported. Tech - patient right immediate siderail latching mechanisms very stiff, lubricated latching mechanisms, siderail is fine.